Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The neptune was then connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The next test was the temperature display accuracy test using the diagnostic probe kit. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. However, it was noted that the check/accept led was not displaying. The led would not display for either of the 25, 37, or 42 degree c conditions. Based on the investigation performed, the reported complaint was confirmed. The check/accept led is incorporated into the front display panel, part code #12261, user interface pcb. It was determined that the user interface pcb had a faulty check/accept led. The complaint was confirmed, however, a conclusion code could not be found.

Event description:
The event is reported as: the unit does not complete the self check. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 01/24/2012. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit does not complete the self check. Unknown when alleged defect was detected.